Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional via a manufacturer representative. It was clarified that the ¿return of symptoms did not attribute to the fall;¿ the cause of the return of symptoms was uncertain, as the patient self-reports that they are unsteady, but did not report that their unsteadiness is attributed to the device. It was reported that the lead was removed and replaced by a new lead on (B)(6) 2018. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Concomitant product(s): product ID: 3889-28, lot# va1mkc6, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 12-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Rep said the patient is going to have a lead revision or replacement because the patient fell; the patient's symptoms have resurfaced. The replacement or planned date of revision is (B)(6) 2018. The rep noted the fall and return of symptoms issue occurred between implant date and date of initial report. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
B3 date is approximate. Continuation: product ID 3889-28 lot# va1mkc6 serial# implanted: 2018 (B)(6) explanted: 2018 (B)(6) product type lead section information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) via the manufacturer's representative (rep). The specific date of the patient's fall was not known but occurred between (B)(6) 2018 and (B)(6) 2018. All impedances were within normal range date of replacement (B)(6) 2018. Patient did not report to staff that the fall was a result of the device/therapy. Patient self-reported to staff that she has been unsteady at times and has history of falls. No further complications were reported or are anticipated as a result of this event.